Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The clinician describes a sudden distal displacement of the device, that has caused the type 1b endoleak and a subsequent intervention. The type 1b was detected also during the intervention and was caused by the adaption of the two devices to the thoracic tortuosity, aneurysm diameter and the incompatible distal sealing zone. Both devices behaved as expected and with no relevant issues." Patient outcome - "the patient experienced throracic pain after days after the intervention, solved by pharmaceutical therapy. The type 1b endoleak has been solved by positioning a distal endovascular device. "

Event description:
"The clinician describes a sudden distal displacement the device, that has caused the type 1b endoleak and a subsequent intervention. The type 1b was detected also during the intervention and was caused by the adaptation of the two devices to the thoracic tortuosity, aneurism diameter and the incompatible distal sealing zone. Both devices behaved as expected and with no relevant issues." Patient outcome - "the patient experienced thoracic pain after days after the intervention, solved by pharmaceutical therapy. The type 1b endoleak has been the solved by positioning a distal endovascular device."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2023-00211 and device 2 is being reported under MDR 2247858-2023-00212. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.